Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient wanted the device explanted from her hip because "it's not working." It was noted that the patient had swelling and pain in her foot when the stimulation was on and off. It was noted that theses symptoms started about the time that she fell in her hall "about three months ago." It was noted that the patient had the implantable neurostimulator (ins) adjusted about two weeks and 2 days ago and "it done good" for about a day, but then quit working again. It was noted that the patient was advised to turn stimulation off for two weeks and follow-up on the next steps, but the patient would reportedly like to have it removed at the time of report. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.